Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and an alert for superior vena cava (svc) coil impedance. Additionally, the rv lead exhibited oversensing of noise. The rv lead was fractured. The lead was programmed, and a lead revision occurred as a new lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sensing integrity counter and electromagnetic interference/noise. The criteria for the right ventricular lead integrity alert were met. The impedance of the superior vena cava defibrillation coil was beyond the expected upper range, and the impedance of the right ventricular pacing lead was variable and beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.